Manufacturer narrative:
The product has been returned and an evaluation was completed. The tip passed leak, visual and thermistor testing. Functional testing was not performed due to the tip being expired. A review of the device history records is in progress. Based on all available information, no causal factors can be determined and no conclusion can be drawn.

Event description:
A physician¿s office reported that a patient experienced a burn on their forehead and right cheek after undergoing a laser treatment. A superficial anesthetic was used during the procedure. At this time no treatment has been prescribed and there will be no permanent damage or scarring to the area. This was the first time this tip was used, and no system errors occurred during treatment. The tip was inspected prior to use. Nothing unusual was noted, however it is unknown if the tip was inspected during treatment.

Event description:
Available images of the injury have been received and reviewed. Upon review of the images no visible injury is seen. This event has been reassessed and is no longer a serious event.